Manufacturer narrative:
Customer confirmed that this was unrelated to the bd syringes.

Event description:
Bd syringes used in fresenius kabi pumps within special care nursery. Biomedical engineer has stated that are reporting issues with their pumps occluding earlier than they should, though they do not do so when tested outside of clinical settings. They use sizes bd ll syringes in sizes 1, 3, 5, 10, and 50/60 sizes. Very little detail provided with incident report. Have requested details and pending from customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll pump alarmed occluded the following information was provided by the initial reporter: bd syringes used in fresenius kabi pumps within special care nursery. Biomedical engineer has stated that are reporting issues with their pumps occluding earlier than they should, though they do not do so when tested outside of clinical settings. They use sizes bd ll syringes in sizes 1, 3, 5, 10, and 50/60 sizes. Very little detail provided with incident report. Have requested details and pending from customer